Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope was insufficiently or incorrectly reprocessed and was used for the next procedure. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, formalin was in the reprocessing machine instead of alcohol. The root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to there was a difference in perception of device handling and reprocessing steps between the olympus recommendations and the facility. The IFU warns against improper reprocessing of endoscopes ancestries, stating, ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.